Manufacturer narrative:
Model number/catalog number: sc-2208-50, serial number: (B)(4). Batch/lot number: a40029 / a44633. Model/catalog description: st linear lead 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was not getting adequate coverage. It was noted that the patients leads had migrated. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.